Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a blood glucose reading of 24 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. The insulin pump was not exposed to high electromagnetic fields. The customer was also concerned that the insulin pump may be over delivering as the reservoir appears to have less insulin than it's supposed to. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.